Manufacturer narrative:
The date of event has been estimated. The UDI is unknown due to the part/lot number not being provided. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported from a general comment that the xience xpedition stent delivery system (sds) lengthened when it was post-dilated. The stent was placed inside the lesion in an unspecified vessel and when fluoroscopy was performed, the stent was noted to be extending outside the target lesion in the ostium of the vessel. There was no reported adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported stretched stent; however, factors that could contribute to a stretched stent include, but are not limited to, interaction with accessory devices, interaction with anatomy and product placement. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown because the part number and lot number were not provided.